Event description:
As reported, prior to a transurethral ureterolithotomy of left kidney procedure, the surgeon opened the package and checked an ncircle tipless stone extractor. It was found that the head end of the basket tip was already half opened and could not be retracted into the catheter. The device was tested prior to patient contact. The user changed to another new basket to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address: postal code: (B)(6). G4: PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Corrected information: h6: medical device problem code (annex a), component code (annex g). Investigation evaluation: description of event: as reported, prior to a transurethral ureterolithotomy of left kidney procedure, the surgeon opened the package and checked an ncircle tipless stone extractor. It was found that the head end of the basket tip was already half opened and could not be retracted into the catheter. The device was tested prior to patient contact. The user changed to another new basket to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned in an open package with label. Upon inspection there was a bend/kink in the support tubing near the handle. The basket sheath was broken in the support tubing. The yellow support sheath was bent at the handle. Either issue could have prevented the basket from opening and closing properly resulting in the abnormal basket shape. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found one non-conformance that may have been related to the reported failure mode. The possibly related non-conformance was not sufficient evidence to suspect other devices in the lot could have been non-conforming. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU, provides the following information to the user: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.